Event description:
The facility states that the surgeon attempted to implant the model cc4204bf intraocular lens and the plunger from the model msi-pf injector trapped the trailing haptic of the lens in the model sfc-25fp cartridge damaging the lens as it was delivered into the patient's eye. As the surgeon removed the damaged lens from the patient's eye, the patient sustained and iris prolapse, which the surgeon corrected and applied sutures to close the wound. The patient has a history of hypertension and glaucoma which contributed to the iris prolapse. The lot number for the cartridge is 11924260, however the lot number for the injector was not specified.